Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a neuro extension, pain stimulation lead, and pain stimulation implantable pulse generator (ipg) were associated with a system "shorting out," causing stimulation in the patient's leg and the patient reported being "zapped." Therapy has been off since (B)(6) 2024. The patient originally had the implant for a meningioma, and there is concern that the meningioma has grown back. Magnetic resonance imaging (MRI) was conducted, noted as an off-label use since the lead wires are in the brain. The patient is scheduled for a replacement procedure, though the specific timing was not provided.